Manufacturer narrative:
No unexpected vibrate anomaly or display anomaly was noted. The insulin pump passed the self test. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a scratched reservoir tube window.

Event description:
It was reported that the insulin pump had vibrator anomaly. Customer blood glucose was correct. The customer was advised to monitor the insulin pump. Customer called back and the issue reoccurred. Customer's blood glucose was 187 mg/dl. Advised the customer the insulin pump would be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.